Event description:
Complainant alleged that during inservice training by facility staff, the device's override key was found broken inside the override switch, hindering the ability to activate the device's manual mode. The complainant indicated that there was no pt involvement in the reported failure.